Manufacturer narrative:
E1. Initial reporter phone, (B)(6). The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed, and no anomalies were observed. Functional test had been performed, and customer complaint high flow rate was confirmed. The probable cause of the reported issue is defective motor.

Event description:
It was stated that the accuracy test failed when measuring medication cassette via bolus dispenser. During functional testing of a returned pump under non-clinical conditions, it was observed that the bolus delivery exceeded the intended volume. However, if this failure mode were to reoccur during actual infusion, it could result in the delivery of a higher-than-prescribed dose. This may pose a potential risk to patient safety due to over-infusion.